Event description:
Report received indicated that the patient experienced red itchy bumpy skin under mass and tape of wafer. The patient experienced the condition during a period of two months prior to complaint receipt. Home health nurse reported patient cleaned peristomal skin excessively with an antibacterial soap, alcohol then used a med adhesive spray. Patient was sent alternative product samples for use and was also advised to call for further med assistance if no improvement was seen. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.